Manufacturer narrative:
This report is submitted on july 13, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device remains in use.

Event description:
Per the clinic, the patient experienced a breakdown of the skin at the implant site and was subsequently treated with topical antibiotics on (B)(6) 2016.